Manufacturer narrative:
Evaluation is in progress, but not yet concluded. Per the field service representative (fsr), the battery was plugged in and in a low charge state. The fsr inspected the battery fuses and they were good. The fsr replaced the batteries and the unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries was returned to the manufacturer for further evaluation. Per follow-up with the customer, the internal batteries have never been replaced. The system was last used in early 2013, as it is only used once or twice a year. The user was able to go on battery power, but only for a minute or two. The switch was in the "connect" position when they tried to switch over to battery.

Event description:
It was reported that during the use of the device for a non-clinical activity, the backup centrifugal system batteries would not hold a charge. They do not use this centrifugal regularly, the issue was found during testing protocol for unused equipment. There was no patient involvement.